Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error (open book) alarm and unable to download. Problem isolated to the electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for critical pump error. Customer stated blood glucose at time of incident: 311 mg/dl. Customer reported for insulin pump alarming, screen is showing a picture of the insulin pump with an open book. Customer reports they received a critical pump error image on the pump screen. Customer reported that in the middle of the night the pump was alarming because it reservoir was empty and she took the reservoir out and rewound it and left it on her night stand at about 2 am, and then this morning it was alarming critical pump error. Advise the insulin pump will need to be replaced. Advise to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.